Manufacturer narrative:
The customer evaluated the device. And received remote support from the customer care solution center. During which, a quote was provided for replacement of the therapy pca. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the therapy pca. For which a part was ordered for replacement. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement.